Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that nearly 1 month after dental implant was installed in intraoral region 20#, its non-osseointegration was observed. In addition, the patient presented insufficient bone quality/quantity (bone type iii), bone graft was executed and fenestration occurred during surgery.